Event description:
It was reported that an amia peritoneal dialysis (pd) cassette leaked. This occurred during an unspecified process step of automated peritoneal dialysis therapy. During troubleshooting, it was reported that the leak was coming from the left hand side corner of the device where the tubing comes out from the cassette. Renal therapy services (rts) assisted the caregiver (cg) with ending therapy and advised to contact the nurse regarding the incomplete therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.